Event description:
1.) -filled water container (below max fill level) turned on CPAP and water began spitting from the hose. I had the humidifier set to "0". 2.) -noticed white cloudy fleck in the water tank. It now produces tiny white or cloudy linear filaments that float in the tank despite the fact that I have only used distilled water and have the heater and humidifier off. Refer to additional documents in i2k.